Manufacturer narrative:
Reference: voluntary medwatch report # mw5151390.

Event description:
It was reported that the patient presented for the extraction of the right atrial lead due to infection. There was vegetation present on the lead, and it was explanted. There were no additional adverse patient consequences reported. No further information was available.